Manufacturer narrative:
Kinked tubing.

Event description:
During testing of the ventilator, the distributor's service technician reported, the unit was unable to open the exhalation autozero solenoid. During normal operation, the reported failure could result in a vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient at the time of the reported failure, therefore, there was no patient involvement or harm. Upon visual inspection the service technician reported finding the pressure tubing kinked. The kinked tubing was corrected to address the reported problem.